Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) large volume infusors which had no flow. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a video and three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed two units had fluid inside their bladder which suggested a no flow issue may have occurred. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.